Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge change error occurred. Customer's blood glucose (bg) level is 500 mg/dl - ¿high¿ (value not provided). Customer administered a manual insulin injection to address elevated bg. The customer reverted to an alternate method of insulin therapy.